Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, user error-abnormal use, abscess.

Event description:
Patient reported "pain", "mucus like the material of the bag coming out" , "doctor diagnosed a ruptured buttock bag and had to operate to remove the bag" ", discharge", "diagnosed with an infected abscess", "had butt lift surgery" and "recall the company's products because of technical defects". The device has been explanted. This is right side record.